Event description:
Caller indicated the relion prime meter is giving variable readings. Caller said he just purchased meter at (B)(6). He said it was displaying inaccurate readings. Caller said he tested 4 times in 4 minutes and came up with readings of 22, 449, 357 and 392. Caller said he knows how to do proper testing techniques as he is a nurse and uses this meter frequently. Caller said that he did test with inktel and got a 131 which he said seemed about right. Purchased new meter and strips on 2/7 and has had issues with it ever since. Caller said he has other prime meter and bought this meter because other prime meter was not taking the strips at first but he is now able to get readings on the original prime he has. So this "new prime" meter gives him variable results. Caller said he always washes and dries completely every time. He said that he has had no change in diet, exercise, medication. Caller says he changes lancets each time he tests. I did not verify if he uses first blood drop or second. He does not store meter in any place with moisture or extreme temps or major appliances. Requested refund.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.